Event description:
Device malfunction: none. Symptoms/ae: syncopal episode, hypotension, bradycardia. Time of symptoms/ae: post procedure. It was reported that five days post a right internal carotid artery stenting procedure, the patient experienced recurrent syncopal episodes and orthostatic hypotension and was re-hospitalized. The syncopal episodes were reported to be related to the orthostatic hypotension and both the syncope and the orthostatic hypotension were treated with intravenous fluids and medication adjustments, resolving nine days post procedure. Additionally, the patient experienced bradycardia five days post procedure and it was reported that no treatment for the bradycardia was given. Nine days post procedure, the bradycardia resolved and the patient was discharged to home. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. The device remains in the patient. The lot number was provided. Review of the device history records did not reveal any non-conformities, which could have contributed to this complaint. No device malfunction was reported. Based on the device instructions for use, hypotension and bradycardia are known potential adverse effects associated with the use of the carotid stent. The reported hospitalization was in response to the patient symptoms.